Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer performed a force eject of the cubie on the hardware test application (hta) and replaced it, recovered the failed drawer and tested multiple times on the hardware test application (hta). The customer unloaded and reloaded medications to confirm proper operation of the drawers and cubie pockets. The remote manager was not present on the refrigerator, and the failed remote manager could not be recovered. The customer may request reinstallation of the remote manager. Fse also cleaned the row board and removed trash between the row board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus, and the cubie could not read or write. The customer confirmed that the refrigerator was not linked to pyxis and could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.